Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined the station went offline. A filed service engineer routed customer with local information technology team to verify the port to resolve the issue. The system functioned as intended after the information technology team troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system drawer did not communicate, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.